Event description:
Harmonic machine screen prompted scrub to clean blade, tighten assembly, and re-test instrument. Test was passed. Attempted to use harmonic on tissue. Error message on machine indicated replace assembly. No harm to patient or staff. Another device obtained and procedure continued.